Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements a few months post implant. At this time, this ICD remains in service. No adverse patient effects were reported. Technical services (ts) was consulted and noted the implanted lead might be single coil lead while the shock vector is currently programmed to a triad configuration. If so, the programmed shock vector should be adjusted to rv coil to can.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements a few months post implant. At this time, this ICD remains in service. No adverse patient effects were reported. Technical services (ts) was consulted and noted the implanted lead might be single coil lead while the shock vector is currently programmed to a triad configuration. If so, the programmed shock vector should be adjusted to rv coil to can. The physician is aware and will check if the patient has a single or dual coil lead implanted and how the shock vector is programmed, per technical services (ts) recommendation. The physician will reach out to ts should the high out-of-range shock impedances persist.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.